Event description:
This is a report from (B)(4) that was reported to home care services and is a spontaneous report from a patient with supplemental information from the peritoneal dialysis registered nurse (pdrn). On (B)(6) 2012, the following information was obtained from the patient: on an unreported date, the patient made mistake / had a touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for this event. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was considered recovered and pd therapy was ongoing. On (B)(6) 2012, the following information was obtained from the nurse: on an unreported date, the patient made mistake / had a touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for this event. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was considered recovered and pd therapy was ongoing. The pdrn stated the peritonitis event was not related to dianeal therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn). The following information was obtained. She could not confirm whether or not the patient actually had a breach in technique, as the patient's culture showed no growth, but she did retrain the patient on aseptic technique. The nurse stated the peritonitis was unrelated to any baxter solutions, disposables or device. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the nurse could not confirm use error. Existing product labeling was judged adequate for the potential use error reported by the patient in the complaint. A review of all batch record documents was performed for h12a07488 and h11l07099 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.